Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
An internal review of intra-aortic balloon (iab) pump complaints has determined that the following adverse event reported on MDR 2249723-2015-01007 also involved an iab catheter which was not previously reported on MDR. As a result, it is being reported now. There was no reported malfunction of the iab catheter in the following event: the customer reported that during a case in the ccl the patient coded. An iabp was connected to the patient however it would not trigger, but a good ECG was noted. The patient was switched to another iabp and a second iabp that would not power up. A third iabp was retrieved and was used without issue. Additional follow up on the event details, revealed that the patient was actually ¿near to code situation¿ and survived. The reported injury was not attributed to the iabp. It was not possible to clarify if the patient condition, near to code situation, occurred prior to or during the initiation of iab therapy.